Manufacturer narrative:
The patient sample was provided for investigation and the ft3 values obtained at the customer site could not be duplicated. It was determined that the sample did not contain any interfering factors to the ft3 assay. It was recommended to check the overall handling of the reagents at the customer site. It was also recommended to check the quality control recovery over time.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) on a cobas 8000 e 602 module (e602). Refer to the attachment for all patient data. The sample was initially tested twice at the customer site on the e602 analyzer. The first results from the sample were reported outside of the laboratory to a physician. It was unknown if any erroneous results were reported outside of the laboratory. The sample was then provided for investigation where it was tested on an e602 analyzer and a cobas e 411 immunoassay analyzer (e411). No adverse events were alleged to have occurred with the patient. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e602 analyzer used for the investigation was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 179026, with an expiration date of august 2017. The e411 analyzer used for the investigation was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 179026, with an expiration date of august 2017.